Event description:
Pt experienced frequent aicd firing during several weeks. These episodes occurred when walking or sleeping, especially when pt turned on left side. The pt also felt dizziness before the firings. No palpitations, no shortness of breath, no chest pain. Pt underwent lead replacement for aicd on 8/28/1997.